Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest.   The device was started up at 06:35:21 on (B)(6) 2022. From 07:40:12 to 17:36:21, an arrhythmia was detected thirteen times. ECG shows af with rvr from 150-170 bpm with pvc¿s and nsvt. The rhythm then degrades to vt from 160-150 bpm with intermittent nsvt. From 17:49:52 to 18:31:55, an arrhythmia was detected eighteen times. ECG shows vt @ 150 bpm with intermittent nsvt. The device properly detected vt from approximately 07:40:12 to 18:32:23. However, response button use and nsvt prevented the lifevest from treating the patient during these two times. The electrode belt was disconnected at 20:54:18 on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.